Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'had an issue: failed pm, did not dispense enough fluid' was reproduced. A review of the event history log revealed (B)(6) 2023 two infusions of 50 ml at a rate of 200 ml/hr were programmed and ran to completion without interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed preventative maintenance testing, did not dispense enough fluid during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.